Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: e315 error code. Based on the results of the investigation, and since the reported malfunction was not reproduced during the device evaluation, a root cause could not be identified. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope exhibited a b30 scope communication error during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.